Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue could not be replicated in a testing environment as the returned device was not returned in a condition in which the test could be performed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending (lad) artery with mild tortuosity and 90% stenosis. The left main (lm) was engaged with a non-abbott guiding catheter. The lesion was crossed with a whisper es 0.014. Predilatation was done with a trek 2.5x15mm with 2-3 inflations at 10 atmospheres. Good lesion preparation was done. A 3.5x28mm implant was advanced without resistance but failed to deploy as the delivery system balloon failed to inflate even at 10 atmospheres (atm). (There was no issue while removing the protective sheath or during the preparation of the catheter/balloon for use, outside of the patient anatomy. The device prepped properly.) Another 3.5x28mm implant was advanced and deployed at 16 atm to achieve thrombus in myocardial infarction (timi) iii flow. The end result was good, patient was doing fine. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper es 0.014; guide catheter: xb; other: 3.5x28mm implant. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.